Manufacturer narrative:
(B)(4).

Event description:
The hcp (healthcare professional) revised the pump connector during pump replacement surgery. The reason for this revision and whether there was any device issue with either the pump or catheter/connector was not reported. During surgery, the hcp visualized the proximal portion of the catheter to be model 8703w catheter; however, the pump programming stated the catheter was model 8709. Additional information has been requested, but was not available as of the date of this report.